Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) performed a remote evaluation and after reviewing log, it identified the errors with hivo and point showed a voltage of only 65 percentage, but it measured 400v. To resolve the problem, philips field service engineer replaced both point and the hivo transformer and return the parts for further analysis, and it confirmed issues with the hivo and power inverter certeray. After replacement of both point and the hivo transformer, the system returned to full functionality. The codes were updated based on the investigation outcome.